Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total cystectomy on unknown date and the absorbable adhesive barrier was used. The absorbable adhesive barrier was cut in half and applied on the pelvic floor. The other half was applied on just under the abdominal wall. One to two weeks after procedure, minor leakage from intestinal anastomosis for an ileal conduit occurred.